Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. This occurred on 5 occasions during use. The following information was provided by the initial reporter: insufficient gel movement in sst ii advance tube. After centrifuging several sst ii advance tubes of a kahler's disease patient, the gel does not move or moves only partially.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel does not move or moves only partially was observed. Additionally, evaluation/testing of the customer samples was performed and it was observed that all samples separated as expected with complete impervious gel barriers. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. This occurred on 5 occasions during use. The following information was provided by the initial reporter: insufficient gel movement in sst ii advance tube. After centrifuging several sst ii advance tubes of a kahler's disease patient, the gel does not move or moves only partially.